Manufacturer narrative:
H10, h3, h6: the device, used in treatment, has not been returned for evaluation. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. Probable causes to the event could include kinks in tubing, leaks, or failed component. The instruction for use offers further guidance. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device it is not holding charge and patient has to connect to power a lot during the day and it has also been alarming that the canister is full even though there is nothing in it. No harm or injury reported.